Manufacturer narrative:
Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A balloon pinhole leak was identified in the balloon shell at the sphere- adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the balloon component. Product analysis identified a malfunction in the balloon component. Based on the results of this investigation, no escalation is required. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal procedure due to unspecified reasons. No information was provided about the patient's outcome.